Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6). Investigation summary a photo was provided showing two (2) tegos. The photo was not clear on if there were any damages on the tego. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a connector tego¿ that experienced no flow found during device evaluation. It was reported that during the course of therapy, the hemodialysis machine was observed to detect elevated venous pressures. Catheter blood return and connection are checked, and the machine continued to detect elevated venous pressures. It was finally decided to change the tego, and improvement was observed as the venous pressures decreased. As per the report, the start of treatment was at 5:16 pm, with a heparin dosage of 8500 iu administered intravenously. The blood pressure was 161/90 mmhg, and the heart rate was 55 beats per minute. The event time occurred after 25 minutes after the initial, at 5:40 pm, in that moment, the blood pressure was 161/108 mmhg, and the heart rate was 51 beats per minute. The end of treatment was at 9:24 pm, with a blood pressure of 164/108 mmhg, and the heart rate of 56 beats per minute. In addition, there were 5000 ml of treated blood, with a flow of 250 ml/min, dialyzed flow of 300 ml/min and ultrafiltration dose of 848 ml/h. The myeloproliferative neoplasms (mpn) were 100 mmhg. As per the form, the tego was used more than once because it was designed for three connections per week, the causal relationship of the event or incident was considered probable, and the result regarding the action taken from the event regarding the patient, was considered recovered. This adverse event was considered by the customer as not serious and was registered by them, under case (B)(4). According to the report, there was no harm to the patient and no action was taken regarding the event reported